Event description:
It was reported that "before starting the procedure, it was observed that the guidewire was bent in several areas and was inside its protective cover". The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a bent guidewire was able to be confirmed by the photo. The photo shows a bent guidewire inside the packaging. The packaging and protective tubing do not appear damaged; however, this cannot be confirmed without the sample returned. A complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "before starting the procedure, it was observed that the guidewire was bent in several areas and was inside its protective cover". The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".